Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. The pump piston continued to move forward after reservoir contact. Customer stated that numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets but the alarm was not resolved. Customer stated that the pump was not dropped, bumped, and had no water contact. Customer was asked verbally and in written form to return the pump for analysis.